Event description:
On (B)(6) 2012, rotaflow system was in-use at penn state hershey medical center when rotaflow console serial number (B)(4) shutdown. The staff re-engaged the on/off switch to reboot the rotaflow console. The rotaflow console was switched out. On (B)(6) 2012, additional information was received via medwatch with uf/importer report # 3902560000-2012-8007. According to medwatch report, the monitor alarmed for low mean arterial pressure of 49-53. The nurse checked the flows and noted it was off. The rotaflow head was removed and hand cranking increased the mean arterial pressure to 75-85 and the oxygen saturation increased to 100%. The plugs were checked and moved from the bed outlet directly to the red outlets (wall outlet with emergency power back-up). The rotaflow was restarted, the arterial line was clamped to move the rotaflow back to the main system. The revolutions per minute (rpm) increased. The arterial line was unclamped. The patient remained stabled. Upon assessment, a faulty on/off switch was found. (B)(4).

Manufacturer narrative:
(B)(4). Per medwatch with uf/importer report # (B)(4), upon assessment, a faulty on/off switch was found. The maquet sales and service representative evaluated the switch was unable to identify a problem with the switch. The rotaflow was tested and verified that the battery charge circuit operated properly, the unit successfully switched from ac to battery power and the battery run time met factory specs. (B)(4).